Manufacturer narrative:
The reported event of a clot on the delivery system could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020 an amplatzer pfo occluder was chosen for closure procedure. The 9-atv08f45/80 delivery system was prepped and advanced into the left atrium. A clot was noticed on the delivery sheath in the right atrium. The delivery sheath was removed. Clot was noted on the sheath. The procedure was then aborted. The patient will be treated with anti coagulation and return at a later date.